Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's remote control displayed an end-of-battery life message, however, the patient did not experience stimulation issues. While in the operating room, the implantable pulse generator (ipg) was analyzed, was turned on showing a voltage of 2.85. The physician was informed and determined that the ipg was to be replaced. The patient underwent an ipg revision procedure where the ipg was explanted and replaced and is doing well post-operatively.

Manufacturer narrative:
The returned ipg passed all tests and exhibited normal characteristics. Analysis of the data log revealed that end of service (eos) was not triggered as the battery voltage was at 2.848 vdc, which is above the eos voltage threshold. Therefore, based on the available information, engineers determined that the eos message could not be detected.

Event description:
It was reported that the patient's remote control displayed an end-of-battery life message, however, the patient did not experience stimulation issues. While in the operating room, the implantable pulse generator (ipg) was analyzed, was turned on showing a voltage of 2.85. The physician was informed and determined that the ipg was to be replaced. The patient underwent an ipg revision procedure where the ipg was explanted and replaced and is doing well post-operatively.